Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the patient fell and got an abrasion on his back from one of the electrodes. It was reported the patient had very thin skin. The patient's wife also reported bruising was present. The patient was hospitalized, and the equipment was removed while the patient was admitted. Field services confirmed the patient was in the correct garment size. Follow up indicated the bruising improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the patient fell and got an abrasion on his back from one of the electrodes. It was reported the patient had very thin skin. The patient's wife also reported bruising was present. The patient was hospitalized, and the equipment was removed while the patient was admitted. Field services confirmed the patient was in the correct garment size. Follow up indicated the bruising improved. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.